Event description:
A system operator reports one custom patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia laser enhancement procedure on the right eye. No information was provided on the initial surgery. Pre-operative enhancement via cycloplegic refraction shows the bcva to be 20/15-2 and at approximately 7 weeks post-op enhancement, manifest refraction shows a bcva of 20/25-2+2. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
Investigation including root cause determination is in progress.